Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise which resulted in inhibited pacing. It was noted that the patient experienced syncope and dizziness. The rv lead was capped and replaced. The implantable pulse generator (ipg) was explanted and replaced because the physician suspected that the battery longevity estimation was inaccurate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.